Manufacturer narrative:
Without a product return, no product evaluation can be yet conducted. The review of the inspection records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. There is no evidence to indicate a device issue. Waiting to received products for product evaluation. Investigation still in progress.

Event description:
Mobi-c p&f us: peek jammed and disassembly. It was a cervical surgery, the surgeon had difficulty to remove peek cartridge of two prothesis from the same batch. Surgeon attempted several times to disengage the peek from the implant and could not get it to disengage on both implants. When he finally did the implant moved. Surgeon could not get the peek to disengage from the implant and when he forcefully removed it the entire implant dislodged twice. The screw (holding the jaws) was completely removed. All following recommended steps were attempted both times: "while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis". The surgical steps were the same for the implant that was successfully implanted. No patient impact; no surgery delay more then 30 min; surgery was completed with another device of the same size.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report, MFR site-report source, PMA/510k, if follow-up, what type, device evaluated by MFR were updated. Product was returned to ldr medical. Visual and functional evaluation was performed. There are marks on the peek jaws which are the sign of a poor prepartion of the surgery: it's possible a lack of distraction or the surgeon did not removed the uncus so when he try to removed the peek jaws he could not because the uncus blocked them. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a surgeon mishandling due to a poor preparation of the surgery. After the review of the product with the product manager, there are marks on the peek jaws which can be the sign of a lack of distraction or the surgeon did not removed the uncus so it blocked the peek jaws when the surgeon want bto removed them. In the surgical technique, it notcied that the distraction is very important and necessary to obtain a better disc space to insert the implant. ( as mentioned in the surgical technique step 3 " parallel distraction" and step 14 " peek cartidge removal" investigation found no evidence on a device issue. The root cause is lack of preparation : probable lack of distraction and mishandling during peek jaw removal .

Event description:
Mobi-c p&f us: peek jammed and disassembly attempts were made and no additional informations received . Product were examinated by the r&d team and found to be compliants. Marks were found on the peek jaws.